Event description:
It was reported that a low glucose alert occurred and that the patient¿s blood glucose was treated with 10 g of oral carbohydrate, after which glucose values were trending upward while the caller was advised to continue monitoring for approximately 90 minutes. Symptoms included hypoglycemia. Outcomes included resolution of low glucose with oral carbohydrate and observation at home. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.